Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exact weight is (B)(6). (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a distal right coronary artery (rca) perforation. A 2.8x26mm graftmaster stent was implanted without reported issue, sealing the distal rca perforation. Post procedure, a pericardial effusion occurred, unknown if device related. A pericardial drain was placed and medications were provided. The patient went into multi-organ failure, cardiogenic shock and expired. There was no known device malfunction. There was no additional information provided.